Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer also reported that the reservoirs were not connecting well in the insulin pump. The customer's blood glucose was 450 mg/dl at the time of incident. The customer stated that they also had blood glucose of 446 mg/dl. The customer stated that the insulin pump was alarming them when insulin was not being delivered. The reservoir will be returned for analysis.